Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) was torn, resulting in fluid loss and inflation issues. A surgical procedure was performed, during which all components were removed and replaced with a malleable device. No patient complications were reported.